Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review of serious complications in three patients who underwent a fontan procedure with implantation of bioprosthetic pulmonary valved conduit. This report describes patient 1. Patient 1 (B)(6) was successfully implanted with a 20-mm valved conduit (serial number not reported) as an extracardiac connection between a normal inferior caval vein and the left pulmonary artery. Six months later, a transthoracic echocardiogram showed conduit obstruction. In a surgical intervention, thrombotic occlusion of the prosthesis was discovered. The conduit was explanted and replaced by polytetrafluoroethylene (ptfe) conduit. Three weeks later, the patient died during surgical evacuation of a cerebral hemorrhage. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to medtronic. (B)(4). Title: bovine jugular vein thrombosis in the fontan circulation authors: paul h. Schoof, md, phd, arjun d. Koch, md, mark g. Hazekamp, md, phd, tjalling w. Waterbolk, md, tjark ebels, md, phd, and robert a. Dion, md journal: journal of thoracic and cardiovascular surgery, november 2002, volume 124, issue 5, pages 1038¿1040 doi:10.1067/mtc.2002.125646.

Manufacturer narrative:
Requests for additional information provided no further details. Conclusion: the reported thrombus appeared to have caused the occlusion, however a true root cause to the thrombus was not determined. No device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed and root cause could not be identified.